Event description:
It was reported the springs in the safety bail assembly broke. There was no patient involvement and no adverse events were associated with the reported issue. Replacement springs were provided to the customer for repair.